Manufacturer narrative:
Based on the available information there is no indication of any device malfunctions or performance issues, although clinical factors may have contributed to the reported event include anticoagulant therapy and related comorbidities including history of infection. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility and there are patient, procedural, and pharmalogical factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history of previous driveline infections, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events including death. As stated in IFU, that right heart failure is common in patients receiving lvads. Also that the etiology of late right heart failure may be a progression of chronic heart disease. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient called into his research coordinator complaining of generalized weakness and fatigue. The patient was admitted for further work-up. On (B)(6) 2016 the patient was exhibiting what seemed to be stroke-like symptoms amongst his general weakness. A head CT showed an intracranial bleed in the rt parietal lobe with minimal midline shift. Being that the patient was seeking palliative measures, no interventions were sought out. The patient did appear to recover some of the left-sided weakness while in the hospital. The patient and his family decided to stop dialysis on (B)(6) 2016 which he had been receiving for renal failure for the past 6 months. The patient was d/c home on (B)(6) 2016 on hvad support. On the morning of (B)(6) 2016 (the day after his (B)(6)), the patient decided to have hospice withdraw hvad support. The patient died a couple hours later. The patient was cremated and thus his pump and peripherals will not be returned, but have been disposed of. The site states that the driveline infection and hcva are considered pump-related events which attributed to his msof leading to his death. No additional information.